Manufacturer narrative:
Correction: the initial MDR submitted on march 10, 2025, was filed inadvertently. No infections, treatment with oral antibiotics, extrusion and explant have occurred. The MDR was a duplicate. Any further information will be provided with report number 6000034-2025-01117.

Event description:
Per the clinic, the patient experienced recurrent infections at the implant site and was treated with oral antibiotics, however the issue could not be resolved. Subsequently, the device extruded. The device was explanted and it is unknown if there are plans to re-implant the patient with a new device as of the date of this report.